Event description:
It was reported that customer was hospitalized for low blood glucose levels. No further details provided at time of call. Nurse was advised to have customer call to complete troubleshooting of pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.